Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting with one xience v stent (2.5x15) in the mid, second obtuse marginal coronary artery and one xience v stent (2.5x28) in the proximal, second obtuse marginal coronary artery. On (B)(6) 2012, the patient had unstable angina with chest pain and received two stents in the right coronary artery. There was 30 to 40% in-stent restenosis in the second obtuse marginal artery and moderate stenosis in the left anterior descending coronary artery. The condition resolved on (B)(6) 2012, and the patient was discharged from the hospital. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices used: stent: xience v 2.5 x 28; other: aspirin, clopidogrel. There were no reported product deficiencies and the product was not returned. The reported patient effects of angina and restenosis are listed in the electronic xience v / xience nano everolimus eluting coronary stent system instructions for use, as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.